Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa nxt console - pool was involved in an incident and was described as follows; the unit was used the previous week on a case without issue or incident. The cusa nxt booted up without a problem. The aspiration, although set at 50% on the console, was pulling between 350-400 mmhg. The surgeon said the suction was "no problem". The ils representative was not able to get the suction reading on the console to go down even with the console set at 20% aspiration. After the surgeon finished using the unit the suction was reading 568 mmhg, while the unit was still on. The gold box in the back of the machine (just below the shelf) was extremely hot. It took approx 10 minutes with the door open for it to cool down fully. There was no patient injury involved with this event.